Event description:
On 13 may 2024, scientia vascular employee was notified that a doctor was using an acl-200-002 lot #026031 during an aspiration thrombectomy procedure, and the distal portion of the guidewire broke during the case. The broken portion of the guidewire was captured in the zoom pod already set up for the procedure.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria. There is no way to confirm every step taken that could have led the guidewire to break. However, no indication of a manufacturing defect was found on the investigation of the returned guidewire. It appears that the guidewire tip interaction with the microcatheter and the vasculature could have been the cause for the guidewire break.